Event description:
Information was received in 2006 from a female patient in canada, initials c-b, with a medical history of osteoarthritis and previous synviac treatment (09/2004) who experienced left knee swollen both knees hurting, could not stand and both knees effusion. The patient began treatment with synviac in march 2006. The patient received two injections of synvisc into both knees 8 days before . On 03/15/2006 the left knee got terribly swollen and was hurting- the following day, the patient could not stand on the left leg because her knee could not handle the weight . On the next day the right knee started hurting. The patient's relative contacted the physician and the physician recommended that the patient go to the hospital. The patient was hospitalized for five days, the patient stated that "both knees were in sensitive shape and I could not stand on my feet>" while the patient was hospitalized, the orthopaedist removed fluid from the knees fror culture, which was negative. The patient was given anti-inflammatory drugs to prevent phlebitis. At the time of this report, the patient "cannot stant to take a shower" so she had a shower chair.